Event description:
Customer reported an issue related to updating the sound volume on their device. Although the exact blood glucose level was not specified, the device displayed a "low" reading. There was no adverse impact on the customer's blood glucose level as they managed it by consuming carbohydrates without losing consciousness or requiring third-party assistance beyond normal circumstances. Technical support assisted the customer in updating the device settings as desired.